Event description:
After an implant period of approximately 7 months, intermittent loss of capture was reported. Lead measurements and threshold were reported to be in range. At the moment biotronik has no further information with regard to a revision procedure. The pacemaker remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection of the follow up data from (B)(6) 2017 revealed that the iegm signal was programmed to filtered for this patient. This in combination with small amplitude values may have led to a low resolution in the display of the iegms. The data documented that the pacing pulses were captured at any time. In order to avoid this display issue the iegm filter could be deactivated for this patient. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data did not reveal any indication of a pacemaker malfunction. In particular, capture was available at any time.